Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During repair, it was determined that the power module device was in contact with liquid and the liquid damaged the electrical parts of the power module, hence the other failures were observed. Thus, improper reprocessing was the cause for the defects to occur. It was determined that the led warning light had an indicator error and the device would not charge. It was further determined that the device would not run and the electronic control unit (ecu) was damaged. It was determined that the device had fluid ingress. It was further determined that the device failed pretest for information button and self-test, charging and checking of power module in charger, function test, saw test and check indicator¿ liquid damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to traced to environment, which is improper reprocessing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(4). Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 2/2/2017. The manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: serial number unknown; (B)(4). The manufacturing location was unknown. The serial number was unknown; therefore, the device manufacture date is unknown. Concomitant medical devices: lid devices, battery handpiece/modular device, power module device, 9/12/2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 3 of 3 for the same event: it was reported from (B)(6) that during an open reduction and internal fixation (orif) surgery for a trochanteric fracture of the femur, it was discovered that the power module devices, battery handpiece/modular device and lid devices did not work at all. According to the reporter, the devices were confirmed to have been working properly before sterilization. However, the devices stopped working during use. It was reported that the surgeon changed the power module and the lids; however, the issue did not improve. There were no delays to the surgical procedure as spare devices were used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.